Manufacturer narrative:
Manufacturing site: (B)(4). The caravel microcatheter was returned for evaluation. Tip separation was confirmed. Approximately 2mm of the distal part of the tip was missing. The proximal part of the tip was found twisted along with a scratch line probably made when contacting calcium. Strands on the shaft were disarranged due to accumulated torsion. Microscopic observation on the tip found that there were circumferential cracks proximal to the torn end of the tip. The lumen was slightly crushed and deformed, indicating the lesion had been trapping the distal part of the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with manipulation had likely contributed to the observed tip separation of the returned caravel microcatheter. The applied stress would exceed the product design limit and therefore damage the tip when the tip was being caught and restricted its movement by the complicated lesion further applied tensile stress generated with removal eventually made the damaged tip become separated. It was concluded that this event was not attributed to product quality. Because the separated tip was not returned, it was unable to rule out a possibility that it might be left in the patient. Instructions for use (IFU) states: contraindications: do not use this microcatheter in advanced calcified lesion. Warning: do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Malfunctions and adverse effects: separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter separated during a pci to treat a moderately tortuous and heavily calcified cto in the mid to distal lad. Several attempts were made using multiple microcatheters crossing the lesion with no success with au microcatheters other than the caravel. Upon replacing the wire with a rotawire, the tip of the caravel became pulled off. The separated tip came off with the wire. The procedure was continued with no harm to the patient. Final patient outcome was good without any adverse effects.

Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI) #, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749.